Event description:
The doctor claims that the graft leaked approx. 200 cc of blood within 60 seconds through about a three inch section of its walls. No attempt was made to stop the leakage, except to remove the graft, with the exception of a 1.5 cm anastomosed section, and replaced it with another graft. The pt's condition is ok. Note: the doctor claims that the hospital discarded the complaint graft due to its being blood-stained. Therefore there will be no product returned for evaluation.